Manufacturer narrative:
The impella cp, white connector cable and purge cassette were returned to the manufacturer. The visual inspection of the returned products revealed they were in good condition. There was no damage to the repositioning unit that would cause access site bleeding or vascular damage. A conversation with the abiomed field representative conducted by engineering during the device evaluation revealed that disseminated intravascular coagulation (dic) was suspected by the physicians or another coagulopathic disorder based on the initial stent thrombosis and the heavy bleeding from the impella site. At this point, however, the physicians have not made a definitive diagnosis regarding the patient's coagulopathic state during the case. The root cause of the heavy oozing from the impella site was unable to be determined. There were no defects found on the device that would cause access site bleeding or vascular damage. No corrective action is recommended at this time because the failure mode was determined to have a low risk index based on very low occurrence and moderate severity. Failures of this type will continue to be monitored and trended. The evaluation for the low pump flow and pump stopped was performed. Data logs were reviewed and confirmed the clinical account of low pump flow and pump stop. The pump was run for 5.5 hours and after 2.5 hours, the purge pressure abruptly rises to >1300 mmhg and there are alarms for high purge pressure. The purge fluid is changed to include heparin and the purge pressure decreases to about 900 mmhg, but immediately following the high purge pressure, the motor current rises while the pump is running at a constant p-level. The pump first stopped 4 hours after insertion due to high motor current. The staff was able to restart the pump for just over an hour, but it stopped again after 5.5 hours of support. The pump was subsequently explanted and replaced with an ECMO. The pump was tested and would not start due to a "high motor current" alarm. The pump was torn down and blood was found in the rear bearing. There was also blood on the stator but no biomaterial buildup on the inner diameter of the sleeve bearing was seen. The root cause of the pump stop and high purge pressure was blood ingress into the rear motor bearing. Heparin was not used in the purge solution for the first three hours of the case. The root cause of the blood ingress is unknown. No corrective action is recommended at this time due to the device being used outside of product claims. The IFU of this device instructs the user that "as soon as practical after placement, change the purge fluid to include heparin. The recommended heparin concentration is 50 iu/ml in 20% dextrose solution. Failures of this type will continue to be monitored and trended. (B)(4)

Event description:
On (B)(6) 2017 a (B)(6) year old female patient was admitted to the facility to have an elective procedure performed. The patient was reported to have had a history of carcinoma, a resent c-spine decompression, right coronary artery, acute myocardial infarction and a middle cerebral artery stroke in (B)(6)2017. The patient's ejection fraction was at 20%. During the elective percutaneous cardiac intervention (pci) the patient had 3 drug eluting stents placed at the left ascending artery. Two hours following the pci the patient became hypotensive, and had an arterial blood pressure (abp) of 50/30, with anterior st elevations; consequently the patient was brought back to the cath lab were an impella cp was placed. The pump was placed via the left femoral artery. An angiogram revealed a large thrombus in the proximal left anterior descending artery (plad) which was aspirated. An intravascular ultrasound was performed which showed good stent apposition. The impella's peel-away sheath was removed and the repositioning sheath was advanced. Sometime later that same day heavy oozing from the impella insertion site was observed. Heparin and integrilin were administered intravenously. The activated clotting time (act) was over 320 seconds. Manual pressure was held at the insertion site. During this time the impella cp purge pressure was running very high. When the patient was moved to the unit site bleeding increased. The staff continued to maintain pressure at the pump insertion site. The impella cp's purge pressure continued to rise. The physician checked for kinks in the cannula and the entry angle for the repositioning sheath, but none were seen. D5w with heparin was requested from the hospital pharmacy, but there was a reported long delay in the staff receiving it from the pharmacy. While waiting the purge pressure rose to over 1300 hg. The purge system was changed, but there was no improvement. When the purge solution arrived, it was changed, and the tubing was flushed so heparin would enter the motor housing more quickly. Within a short time the purge pressure began to decrease. The patient then developed hemoptysis, and had coffee-grounds emesis. The patient became hypotensive; consequently, volume was given, and 4 units of packed red blood cells were administered. The heparin and integrilin were discontinued and the patient was intubated. Vascular surgery was consulted and a small cut-down was made at the lateral circumflex femoral artery and sutures were placed around the vessel and the repositioning sheath. There was no retroperitoneal bleed, although there was still oozing. At this point the impella cp exhibited rising motor current. A thrombus was suspected, and the staff was advised that the pump might stop. A plan was then made to return the patient to cath lab when possible. Prior to the return to the cath lab an echo was then performed which showed that the left and right ventricles were barely contracting. The impella cp flows were confirmed to still be above 2.6. A pump stop then occurred, but it did restart. The team suspected disseminated intravascular coagulation (dis) or some other coagulopathic process. The patient was then returned to lab where the staff prepped for an ECMO. Approximately 10 minutes before ECMO cannulation, the impella cp again stopped and would not restart. The ECMO was started and the impella was explanted. Two percloses provided hemostasis. The patient was transferred to the other facility for more advanced care. The physicians reported that there were many factors complicating this patient case.